Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the respiratory sensor signal was being sensed on the right ventricular (rv) channel of the implantable cardioverter defibrillator (ICD). There were pauses in pacing; however, none was greater than two seconds. The patient had worsening symptoms over the past few weeks but there were no correlating device events at the times of the symptoms. Additional noise was also present on the rv channel that was not associated with the respiratory rate trend (rrt) signal. Technical services discussed turning off the rrt feature. The rv lead was replaced due to suspected fracture and this ICD was electively replaced at that time to accommodate the new lead. No adverse patient effects were reported.

Event description:
It was reported that the respiratory sensor signal was being sensed on the right ventricular (rv) channel of the implantable cardioverter defibrillator (ICD). There were pauses in pacing; however, none was greater than two seconds. The patient had worsening symptoms over the past few weeks but there were no correlating device events at the times of the symptoms. Additional noise was also present on the rv channel that was not associated with the respiratory rate trend (rrt) signal. Technical services discussed turning off the rrt feature. The rv lead was replaced due to suspected fracture and this ICD was electively replaced at that time to accommodate the new lead. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Although the returned device passed all testing, investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the event description for more information regarding the specific circumstances of this event.